Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b2 (is death, date of death). Upon review, it was identified that it was inadvertently omitted from the previous report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in society for cardiovascular angiography and interventions (scai) stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was noted by tinged urine. It is unknown if the urine cleared, or if intervention was performed. After 5 days and 22 hours on support, the family withdrew care and the patient expired on support. The impella functioned at p-1 at 1.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was noted by tinged urine. It is unknown if the urine cleared, or if intervention was performed. The post-procedure outcome is unknown. The impella functioned at p-1 at 1.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.